Event description:
It was reported that a creo locking cap is loose post operatively.

Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was returned for evaluation. Initial observation shows heavy damages on the threads and bearing surface. The imaging provided shows the separation of one locking cap from the screw head on the left side between l3 and l4 of a l3-s1 fusion. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery due a creo locking cap that loosened post operatively.